Event description:
It was reported "overnight, pump shut off twice, required to be rebooted and has been working fine since". The device was powered off and back on. Patient remained on the device. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of the pump shut off unintentionally is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The field service representative serviced the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "overnight, pump shut off twice, required to be rebooted and has been working fine since". The device was powered off and back on. Patient remained on the device. No patient injury or consequence reported. The patient's curent condition is reported as "fine".